Manufacturer narrative:
The manufacturer previously reported a failure of the system board and power management board. The system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a failed solder joint to ferrite (e2). The system board was evaluated and found to operate to design specifications.

Event description:
The manufacturer received information alleging a failure of the device's battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and system board were replaced to address the issues.